Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced a high heart rate, weakness and fatigue. An abnormal electrocardiogram (ECG) was also observed and two pacer spikes in a row was noted on the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.